Event description:
The patient reported exposed and frayed wires of the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. All returned power accessories were in good condition and no fraying was observed. The patient report of fraying on the power supply was unconfirmed. All returned power accessories were in good condition and no fraying. The root cause was determined to be that no issues were found.